Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The root cause for the non-functional response button was an intermittent connection in the response button flex circuit. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that her monitor response buttons were not working. The patient was issued a replacement monitor.